Event description:
The customer initially reported that their device was showing a charge-pak indicator. After an evaluation of the device, it was observed that the device had internal electrical leakage which would likely drain the internal hlc batteries. This could cause the device to not have the power to deliver defibrillation energy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The customer received a replacement device.